Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. No additional information was provided. Although requested, the customer did not upload the pump data for tandem technical support to perform a review to determine a possible cause. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.